Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via the study. It was reported the motor stall was caused by the magnet which was used to suspend therapy on (B)(6) 2014. The magnet was removed on the same day and motor stall recovery occurred.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) through a study regarding a patient receiving intrathecal morphine 2.5mg/ml at 0.2001mg/day. The lot number was unknown. The indications for use were non-malignant pain and failed back surgery syndrome. A diagnostic examination (B)(6) 2014 revealed sedation and hypotension. The logs showed that a motor stall occurred on (B)(6) 2014 at 16:54 and recovered on 2014-03-13 at 07:52. Another motor stall occurred on (B)(6) 2014 at 07:54. Therapy was suspended, and the magnet was removed on (B)(6) 2014. Etiology indicated that the event was related to the device or therapy and not related to the implant procedure. The event was related to the intrathecal medication (morphine). The drug action that caused the event was therapy initiation. The clinical diagnosis was intrathecal medication side effects. The event resolved without sequelae (B)(6) 2014. The cause of the motor stalls and clarification on the ¿magnet¿ that was removed was unknown. Diagnostics performed, actions/interventions taken, the cause of the issue, and the outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.